Event description:
Customer called to report a pod that she was not sure if the cannula was kinked or not. She said her bg level rose to 390 despite attempts to give corrective boluses to decrease it. No further info reported. The device will be returned for eval.

Manufacturer narrative:
The pod was evaluated for damage and/or defects related to mfg. None were noted. The pod was tested for flow and fluid was observed exiting the distal tip of the cannula. This demonstrated the pod was not occluded internally. The data downloaded from the pod indicated that the device ran normally and did not encounter any resistance to insulin flow. The customer stated that a kink was found in the cannula upon removal of the pod from the skin. The location of the kink correlated to the forward edge of the needle well, indicating that it could have occurred post-use, but this could not be determined conclusively. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.